Event description:
According to the reporter, during a procedure, the device was difficult and impossible to open. The situation that the opening and closing of the jaws became strange was when the nurse was cleaning it. There was no evidence of biting foreign object or metal clip. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.